Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay and label damage. Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify failed battery test alerts due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and failed battery alarm. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did return after insulin pump restart. Troubleshooting was done for failed battery alarm and it resolved. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.